Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was later reported that there was a catheter revision during an unrelated surgery. The healthcare provider (hcp) indicated during a non-pump related procedure, he cut the catheter and wanted to implant a new one. The healthcare provider (hcp) indicated also that they suspected the catheter had not been intrathecal for quite, which was further why they wished to replace it and start the patient at the lowest possible dose. The revision was planned for later on the day of report. The pump device was used to deliver morphine. It was later reported that there was a catheter migration. The patient was in surgery for an issue unrelated to the pump and it was discovered that the catheter was not in the intrathecal space and likely had been this way for ¿years¿. The health care provider (hcp) immediately performed a revision and a new spinal segment of catheter was used and placed intrathecally. The pump was then programmed to a minimum rate. The pump device was used to deliver morphine. It was later reported that hcp that performed the revision felt that the original implanter never put the catheter in the intrathecal space. The hcp did a revision by using a spinal segment revision kit, adding to the existing catheter. As of 07-12-2013 the patient was receiving effective therapy.